Event description:
It was reported that patient underwent shoulder arthroplasty on (B)(6) 2015. During the procedure, the inserter handle would not release the implant once it had been put into the patient's humerus. An extraction tool was used to complete the procedure; however, there was a delay of thirty minutes as a result.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of device found evidence that failure mode was due to repeated use, autoclaving, or degradation of glue over time, and/or no inspection for wear and disfigurement prior to use.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.